Event description:
The complainant reported that an cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced no placement signal waveform upon starting the impella, even though the motor current and pump flow were within normal limits. As a result, the decision was made to explant and replace the device. The patient survived the explant and was reported to be in stable condition following the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs confirmed placement signal not reliable alarm. The parameters were characteristic of a broken sensor. The placement signal not reliable alarm reproduced when the returned pump was connected to a lab console. The pump passed optical continuity testing. Upon further inspection, the sensor face was found to be damaged. Therefore, it was determined that the cause of the optical signal issues was a damaged sensor. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.